Event description:
The customer reported that the device was activating intermittently during an adhesiolysis of the remaining stomach for esophageal reconstruction. After the intermittent activation, the surgeon cut tissue and noticed bleeding. The bleeding was described as being less than 200cc. The surgeon sutured the tissue to stop the bleeding and there was no further injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.